Manufacturer narrative:
Additional information: d5, d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed by powering the device on and off multiple times; the reported display issue was not reproduced. An infusion test was performed with no issues noted. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a display issue; the screen was frozen. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.